Event description:
Boston scientific crm received information from an implant form that this device and lead system were explanted due to infection. A competitor right ventricular (rv) lead was implanted for bradycardia pacing support. The chronic device and left-sided implanted lead system were explanted. Subsequently, the patient was presented back to the electrophysiology (ep) lab. The abandoned right-sided implanted lead system were explanted. Additionally, the recently implanted competitor rv lead was explanted.

Manufacturer narrative:
The patient will be scheduled for an implant of a new device and lead system. There were no adverse events reported.